Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy contacted technical support for assistance. During the call the patient reported they had been diagnosed with peritonitis. Upon follow up, the pdrn stated the patient presented to the (B)(6) clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. The hospitalization dates were not provided. The cause of the patient¿s peritonitis was attributed to a lack of aseptic technique due to an unspecified touch contamination event involving poor hand hygiene. The patient¿s culture results were positive for staphylococcus epidermidis on (B)(6) 2022 . The patient was treated with intravenous (IV) vancomycin and ceftazidime; dose, frequency, duration were not reported. The patient completed the course of antibiotics and has recovered from the events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review:a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. Causality was attributed to a touch contamination event; however, specifics were not provided. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy contacted technical support for assistance. During the call the patient reported they had been diagnosed with peritonitis. Upon follow up, the pdrn stated the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. The hospitalization dates were not provided. The cause of the patient¿s peritonitis was attributed to a lack of aseptic technique due to an unspecified touch contamination event involving poor hand hygiene. The patient¿s culture results were positive for staphylococcus epidermidis on (B)(6) 2022. The patient was treated with intravenous (IV) vancomycin and ceftazidime; dose, frequency, duration were not reported. The patient completed the course of antibiotics and has recovered from the events.

Manufacturer narrative:
Upon further review of this file it was determined the event was submitted under the incorrect manufacturer and therefore an incorrect MFR number was generated, therefore no further updates will be made on 2937457-2022-00448, and MDR with MFR 8030665-2022-00363 was submitted with the correct manufacturer.